Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead. Upon examination, it was discovered that the right atrial lead had dislodged and was in the inferior vena cava. The lead was capped and replaced. No patient complications have been reported as a result of this event.